Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient expired after experiencing right heart failure and multi system organ failure. The device ((B)(4)) was not returned to the manufacturer for evaluation. With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart and multi organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was admitted for right heart failure (rhf) and decompensation. It was stated that the patient went into rhf and multi system organ failure (msof) and care was eventually withdrawn per family request. It was stated that the patient was admitted on (B)(6) 2015. Testing done by transthoracic echocardiogram (tte) showed worsening right ventricular (rv) failure. There were no low flow/suction alarms reported by the patient or site. Patient was placed on milrinone and up-titrated to max dose of the medication. Patient was said to be compliant with diet/fluids, per site. Patient developed pneumonia (pna) while in the hospital and eventually required intubation. Rhf worsened into msof and family meeting was held and the decision was made to withdraw care. It was said that the patient expired on (B)(6) 2015 and the pump was not explanted and the peripherals were disposed of by hospital biomedical department. It was further stated that the site does not believe the death is a pump-related issue. No additional information provided.